Event description:
It was reported by an agent that the user experienced an issue where the ilet continuously displayed ¿high¿ glucose despite insulin delivery being recorded. The user reached a peak of 400 mg/dl blood glucose. The user had recently performed a supply change and did not have access to a backup cgm or meter. The user planned to obtain replacement sensors the following day but did not provide any further information upon follow up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.